Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 2 on the home choice (hc) and the technical service representative (tsr) instructed the home patient (hp) to check to see if he was connected and the hp stated that the connection must have come apart during his sleep somehow. The tsr had the hp cycle the power and system error 2367 alarmed. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the customer reported that patient line become separated from the transfer set while sleeping; line disconnection is a known cause of se 2240 alarm. The cause of the line disconnection is undetermined. The sample was discarded. The lot number is unknown; therefore a batch review was not conducted.